Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. Insulation damage was suspected, but was not confirmed. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.